Event description:
Information was received indicating that burning smell was coming from a smiths medical level 1 convective warmer during a surgical procedure. The hose was removed once the case was finished and significant burn marks were found. There were no reported adverse effects.

Manufacturer narrative:
Returned device was received with the inside hose (device side) had contamination. Exit muffler had contamination. Melted heater. Smells burnt. Came with the l1-cart spacer. No hose elbow. Evidence of reported problem in event log was found. During the evaluation of the device, upon visual inspection it was confirmed that there were burn marks in the hose and exit muffler and heater. Device also smelled like smoke/burnt. Problem source was traced to design.

Manufacturer narrative:
Additional information received stating, " our level 1 team told me when they plugged the device in and even though it was in standby mode, heavy smoke came out of the device immediately." Burn marks reported to be on the device, and not on a patient.